Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had not opened. A field service engineer (fse) noted that drawer 2-1 had intermittently failed. The sensors were tested and found to be good. The fse removed and replaced the retractor band and tested in hardware test application (hta) and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had not opened. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.